Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. It was noted to have a fractured coil. The lead was explanted and replaced on (B)(6) 2021. There were no reported patient consequences.